Event description:
Patient with severe symptomatic aortic stenosis was undergoing vascular access during a tavi procedure. After intravascular ultrasound and measurement, a transfemoral approach was chosen for the tavi. A cutdown was performed on the right common femoral artery. A sheath that had been previously placed was removed and a 5-0 prolene placed as a purse-string to control bleeding. Arterial access was obtained with a needle and a guide wire was advanced. An exchange catheter was used to change to a stiff guidewire. Arterial dilations were then started and resistance was encountered while using the #28 fr dilator. The tip of the dilator sheared off completely and created an intravascular foreign body. The wire was still in position through the central lumen of the tip of the dilator sheath. A snare attempt to retrieve the foreign body from the opposite groin was not successful. When withdrawing the dilator sheath, an avulsion injury occurred to the right distal extenal iliac, proximal common femoral system. An open incision was then done to obtain proximal control and exposure of common iliac artery. The dilator and intravscular foreign body (piece of dilator) were then successfully removed. The artery was found to be avulsed in half and required extensive repair. Tavi procedure was not performed at this time due to the complication with the dilator.what was the original intended procedure?5rtytranscatheter aortic valve implantation (tavi) a (access).device #1is this a laboratory device or laboratory test?no.